Event description:
Per pt 1 out of 6 containers in one touch ultra strips blue #100, giving multiple error messages with multiple attempts, resolved by using strips from a different container. Dose, frequency & route used: for testing up to 7 times per day. Therapy dates: (B)(6) 2010. Diagnosis for use: diabetes type 1.

Manufacturer narrative:
(B)(4). The root cause could not be determined. The lot number was not provided, therefore a batch review cannot be conducted. Baxter has conducted a trend review and found that similar reports have been received for the reported problem baxter will continue to monitor similar reports to determine if further actions are required. (B)(4).

Event description:
This is report number 3 of 5 received by baxter (B)(4) from a physician for an increase in peritonitis cases at this facility. The patient's doctor requested an investigation since the number of peritonitis events was increased. The patient was admitted to the hospital for fungal peritonitis on (B)(6) 2010 and was still hospitalized when obtaining this information. The patient was treated with triflucan 100 milligrams intravenously. The patient continued therapy using hemodialysis.

Manufacturer narrative:
(B)(4). As the patients discard supplies after each therapy, the sample was not requested. If additional information becomes available, a follow up report will be submitted. The product used is unknown and therefore the 510(k) is unknown.